Manufacturer narrative:
This report is filed on july 16, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 because of poor hearing performance. The patient was re-implanted at the same surgery.